Event description:
The or rn was unable to submit a reli report. She left 2 embolectomy catheters with the [redacted] or purchasing team. I came into work to find 2 embolectomy catheters outside my office with a note that said the following. "These broke off. 1 in patient. These two embolectomy catheters the end broke off. #2 is in pt. Was unable to get out. Xray done and angio done too - [redacted]" the lot # for the catheter tip still in the patient is nse2912 manufacturer response for embolectomy catheter, embolectomy catheter (per site reporter). Pending.